Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f 100 cm vista brite tip extra back-up 3.5 guiding catheter appeared to be leaking when connected. Blood leaked from around the hub area. Blood appears to have come from the area where the white and yellow sections meet. There was no reported patient injury. The device was stored as per labeling, and it was opened in sterile field. A picture was provided for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the 6f 100 cm vista brite tip extra back-up 3.5 guiding catheter appeared to be leaking when connected. Blood leaked from around the hub area. Blood appears to have come from the area where the white and yellow sections meet. There was no reported patient injury. The device was stored as per labeling, and it was opened in sterile field. The device was not returned for evaluation. A picture was provided for review and it shows the luer hub area of a cordis brite tip guiding catheter. The device is inside a clear plastic bag. A partial image of the product label is on the right side of the picture inside of the same clear plastic bag. Even with zooming, no damages or anomalies are observed. The presence of drops of an unknown liquid inside the plastic bag makes it harder to find damage on the luer hub area. No other outstanding details were observed in the attached picture. The complaint reported by the customer as "luer hub~ leakage" was not confirmed based only on the picture evaluation. No damages or anomalies were noted with maximum zoom placed on the image and it is not possible to establish if the luer hub has a leaking condition without a functional test. The exact cause of the reported event cannot be determined without returning the device however, handling factors may be a root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter." Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.